Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA 643143, addressing MDR reporting guidance from the FDA¿s 1995 preamble, which ensures complaints related to corrections and recalls previously reported to the FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Product analysis: upon receipt of the suspect complaint device loose in the original product packaging at medtronic¿s quality laboratory, visual analysis showed the handle appears broken with missing components. The blue micro control handle was missing. The micro control appears to retract and advance the capsule without the missing handle. The macro control moves to fully advance and retracted positions with some difficulty without the missing handle. The tip retraction mechanism appears intact. The screw gear snap fit remains connected. Upon receipt, the distal tip of the capsule seated flush against the tip ledger when fully advanced. White delaminated pockets over the nitinol reinforcing spring are observed along the proximal end of the capsule. A severe kink is observed on the inner member shaft at the hub or middle member transition. During the observation, the kinked section on the distal end of the inner member shaft inadvertently broke off. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Various factors can affect valve positioning, such as patient anatomy or physician experience. The valve was recaptured in order to reposition the valve. This is a feature of the device that allows for additional attempts at accurately positioning the valve. However, while recapturing, the deployment knob was reported to break. The dcs was returned for analysis and the two actuator pieces that make up the deployment knob were missing, which confirms the reported event. The shafts appeared bent, though this may have been related to the shipping condition. The capsule was observed to have white voids over the nitinol reinforcing frame on the proximal end, which indicate a delamination between the outer polymer and nitinol frame, occur due to a bending force on the capsule and have previously been seen on devices that have tracked through tortuous patient anatomy. The inner member shaft kink may have occurred post procedure. It does not appear to be related to t he broken deployment knob. The deployment knob is attached via snap fits. Historically, events of this type have shown that the snap fits were bent or broken, however, these parts were not returned. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was 2/3 deployed when it was noted the valve was positioned too low. The valve was recaptured. While rotating the deployment knob in the opposite direction of the arrows, the knob broke. The loaded delivery catheter system (dcs) was retrieved from the patient. The dcs will be returned to medtronic for analysis. A different dcs and valve were successfully used. No adverse patient effects were reported.